Event description:
Stomach abscess (abdominal abscess); mesh embedded itself into large intestines (abdominal adhesion); heart ejection fraction 20% (decreased). Info was received on 7/7/06 from a consumer via the FDA voluntary med watch program report. In 2003, the female pt (demographics not provided) underwent hernia repair with placement of sepra polypropylene mesh (number of sheets unk). In 2004, the pt experienced abdominal abscess and was taken to three different hospitals to try to resolve the problem. At the third hosp, the pt was scheduled for surgery but it was cancelled an hour before because "the mesh had embedded itself into her large intestines and she would have bled to death if they tried to remove it" and her heart only had an ejection fraction rate of 20%. She was taken to surgery the next day and some of the mesh was removed and a colostomy bag was attached. The pt was discharged home on an unspecified date. At the time of this report, the pt's outcome was unk. No further info was provided and contact info for the reporter was redacted in the initial report; therefore, no further info is expected.